Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer did not mention any symptom. Customer reports they have contacted their healthcare provider regarding the high blood glucose reading. Customer current blood glucose reading was 275 mg/dl. Customer blood glucose reading at the time of the incident was 400 mg/dl. Customer was ok to troubleshoot. Customer treated high blood glucose reading with bolus and shots. Drive support condition was not mentioned. There were no leaks or air bubbles. Customer reports site is changed every 2-3 days. Customer was unable to remove or change the set. Infusion was not bent. High pressure test was not performed. Customer reports basal rates are programmed accurately. Product was not returned for analysis.